Event description:
Usoh et al report in the august 2010 edition of the american venous forum on a "prospective randomized study comparing the clinical outcomes between inferior vena cava greenfield and trapease filters" that a patient treated with a trapease filter died within 30 days due to unknown causes.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event.